Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08755 inches. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There is no battery related alarms/alerts recorded in the formatted history file on the event date. On the event date of 10-mar-2025, there is autosuspend (12) recorded in the formatted history file on 03/10/2025 09:01:00.000. Upon checking the pump diagnostic trace file, auto suspend alarm was expected since no keys pressed in the time duration set (12 hours) for auto suspend. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 10-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the event date of 10-mar-2025, these pump error(s)/alarm(s) were noted: sensorexpiredalert (794) was found on: 03/05/2025 22:05:39.000. Lostsensor1alert (780) was found on: 03/05/2025 22:36:00.000. Lostsensor2alert (781) was found on: 03/05/2025 22:52:00.000. Sensorsignalnotfound (796) was found on: 03/05/2025 23:24:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.25 mv). The pump was received with a depleted energizer alkaline battery installed. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for blank display (pump shut off) was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: there were no allegations about insulin delivery related malfunctions and also about battery lasting less than expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged for no battery on pump, no insulin and it wasn't turned on and also experienced elevated ketones/diabetic ketoacidosis, hyperglycemia. The customer reported blood glucose value of 600 mg/dl. The reported hyperglycemia was treated with hospitalization: overnight stay and IV insulin drip (intravenous insulin infusion). The reported elevated ketones/diabetic ketoacidosis was treated with hospitalization: overnight stay. Symptoms witness in the hospitalization is feeling sick/unwell. The event involved product(s) mmt-1884l, mmt-866a, mmt-7040a, mmt-332a. Troubleshooting was partially performed for high blood glucose. Customer has used the insulin pump system within 48 hours of reported high blood glucose event. Customer has not used the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for blank display. Customer inserted a new battery with the new cap but display did not return. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-866a. No product return is required for mmt-7040a. No product return is required for mmt-332a.